Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported several years ago they had a device implanted. The patient noted they had lost track of their healthcare professional (hcp). The patient noted they were having trouble with the device and needed to talk to someone. The patient noted it was used for interstitial cystitis. There were no further complications that have been reported as a result of this event.